Manufacturer narrative:
A ge rep evaluated the system and cleaned the high voltage output connector at the transformer. System operates as intended. (B)(4).

Event description:
The customer reported a physicists discrepancy, the kv is low. No pt injury was reported.